Manufacturer narrative:
The olympus technical service representative advised the olympus sales representative on troubleshooting the device. The sales representative advised they will direct the customer to clean the video connector of the camera head and the video socket of the processor and re-attempt connection. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported the visera 4k ultra-high definition camera control unit had an e224 "camera head communication" error. It was further reported the error was intermittent and occurs with multiple camera heads in multiple rooms. Additional information clarifying the error occurring with multiple camera heads has been requested but not yet received. No patient harm or impact to patient care was reported for this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: it is presumed that the error e224 occurred because the video connector had a problem (such as a board failure or foreign matter adhering to the electrical contacts). However, since the actual product is not returned, the cause is speculative. From the above, the root cause could not be investigated. In addition, the legal manufacturer confirmed that this phenomenon does not occur due to product or manufacturing, and that there is no problem with safety. (There is no multiple occurrence.) Otv-s400 instruction manual 5.4 inspection of power on 1 confirm that the ventilation grills on the right side, left side, and the rear panels of the camera control unit are not covered with dust or other materials. Since the serial number is unknown, it is not possible to specify the DHR or the date of manufacture.